Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that daughter has had low blood glucose of 50 mg/dl. Blood glucose at the time of call was 200 mg/dl. Customer does not recall any significant events leading to the error. Customer indicated that drive support cap is normal. After troubleshooting, it appeared that pump was working as designed. The customer was advised to follow up with their doctor regarding low blood glucose and to call back if further issues.